Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent a primary breast augmentation with two 440cc mentor memorygel breast implants and experienced asymmetry on her breasts and capsular contracture (baker grade 3) on the right side post-operatively. As a result, the patient underwent explantation of the right breast prosthesis on (B)(6) 2022. This report is for the right side device.

Manufacturer narrative:
On (B)(6) 2022, mentor received additional information stating that only a open capsulotomy was performed and that the device was not explanted. Surgical intervention (f19) code has been added to section h6-health effect - impact code. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2022, it was noted that the incorrect box selection was made in section b2 in the previous report. The correct box "is required intervention" in section b2, has been selected in this report for the surgical intervention that was previously reported. Manufacturer¿s reference number: (B)(4) on (B)(6) 2022, it was noted that the incorrect box selection was made in section b2 in the previous report. The correct box "is required intervention" has been selected in this report for the surgical intervention that was reported.